Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-08159. It was reported the patient had a shocking sensation when the stimulation was increased and so, he turned off the system. When the patient tried the amplitude button with the programmer, he felt a surge of stimulation. The patient turned off the system with the magnet. No further information was available at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.